Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that for three days the pump gave "loss of prime" warnings, twice per day. The patient noted he did not always hear these alarms, and afterwards did not receive any insulin. On (B)(6) 2012, after lunch, the pump gave a "loss of prime" warning, however the patient did not hear it to correct it. The patient obtained the elevated blood glucose level of "greater than 500 mg/dl" and he tested positive for large amounts of urinary ketones. The patient did not seek any medical attention. The issue was not resolved with troubleshooting. The pump was functioning appropriately by providing a warning alarm to the user, indicating the loss of prime. The patient's technique may have been incorrect by not addressing the loss of prime warning alarm. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after receiving loss of prime warnings on the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.